Manufacturer narrative:
Data analysis: the aic logs were able to confirm the complaint. Both consoles were powered up after undergoing product maintenance and had an immediate "battery failure (transport connection blown/missing) - alarm issued #360" which is how the console reacts to the battery transport switch being flipped off. The failure goes away when the transport switch was corrected. Root cause: the cause of the issue was the transport switch not being flipped after receipt. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's nurse reported that while preparing to implant an impella pump into a patient of unknown gender/race/ethnicity, the automated impella controller (aic) was not charged and showed no charging on the display battery icon. It was later found that the "on" button on the aic's ground had not been pressed. The patient outcome was not reported.